Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleged issue: "the return tube came off the nebulizer adaptor while in use on a pt and the water overflowed. No pt injury reported.